Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2012, to excise an overgrowth of skin tissue around the implant site. A skin graft was also taken from the anterior portion of the patient's leg. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(6). Correction: the correct part number is 92135; not 92127 as previously reported. Correction: the correct PMA # is k984162; not k955713 as previously reported. This report is filed april 2, 2014. Implanted device remains.